Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issue with sensor no getting sensor signal. Blood glucose level at the time of the incident was 51 mg/dl. Customer was assisted linking the transmitter to the device. It was not reported if auto mode feature was active and automatically adjusting insulin delivery at the time of low blood glucose event. The insulin pump was not replaced or returned for analysis.